Manufacturer narrative:
Image review: to retrieve or reposition the harmony® tpv valve and once the struts have contacted the anatomy during deployment, it is not recommended. It is listed as a warning/precaution. The maneuver described does not appear in the video shared, however the maneuver described is considered as a bailout that would only be performed under a few circumstances. The images provided could be from the last attempt in which we can appreciate a good result according to the final angiogram. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a1, b5. Corrected: g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, the valve dislodged while still attached to the delivery catheter system (dcs). Subsequently, a bail-out maneuver was performed to re-position the valve. Subsequently, the valve was successfully fully deployed. Per the physician, the patient's straight left pulmonary branch contributed to the dislodge. Additional information was received that the right pulmonary artery wire position was used during deployment and the issue occurred during deployment of rows 3, 4, 5 and 6. The dcs and introducer sheath were used to resheath the valve. Three deployment attempts were made. The lack of angulation of the right pulmonary branch was a contributing factor to the event.

Manufacturer narrative:
Continuation of d10: product ID {sensh2664w}; product lot/serial number {(B)(6)}; implant date {non-implantable} product ID {harmony-25}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged while still attached to the delivery catheter system (dcs). Subsequently, a bail-out maneuver was performed to re-position the valve. Subsequently, the valve was successfully fully deployed. Per the physician, the patient's straight left pulmonary branch contributed to the dislodge.